Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose events. Customer stated that he had high blood glucose of over 400 mg/dl, customer changed reservoir, infusion site, and bolused at least 3 times and used manual injection to bring the blood glucose down. Customer's blood glucose was 356 mg/dl at the time of incident. Blood glucose reading at 5:16 am was 275 mg/dl, 6:59 am 231 mg/dl, 12:12 pm 300 mg/dl, 1:35 pm 415 mg/dl, 4:18 pm 471 mg/dl, 5:19 pm 471 mg/dl, and at 5:01 pm 345 mg/dl. Customer treated with manual injection and insulin pump. Customer's blood glucose value was 308 mg/dl at the time of the call. Customer reported that the high blood glucose levels began a day prior to call. Troubleshooting was performed. There were no air bubbles. There were no site or insulin issues. The device settings were correct. Customer will call back to perform high pressure test. Customer stated that he will contact his healthcare professional regarding the insulin type. No product was returned for analysis.